Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported with step 2 aligners, it has too much space and they feel tight, and the bottom aligners is also popping up as it doesn't fit and feels like it's cutting into my gum on the bottom of their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.